Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 1.2 and 2.4; date: (B)(6) 2012, inratio inr: 1.4, 2.4 and 1.9. The time between testing was approx 5 mins. It was also reported that the pt was bridging from lovenox from (B)(6) 2012 until the evening of (B)(6) 2012. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.